Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their defibrillation electrodes were not sticking to the patient. In this state, defibrillation therapy may not be able to be delivered if it was needed. The patient involved in the reported event is deceased; however, stryker performed a clinical review of this event and determined that the device use did not contribute to the outcome of the patient.